Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 0.8, 0.9, 1.3. Caller also reported discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 2.2, lab: 1.9. Doctor kept increasing pt's coumadin dose based on low inratio results on (B)(6) 2011.